Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. (B)(4).

Event description:
Huss, d.s., dallapiazza, r.f., shah, b.b., harrison, m.b., diamond, j., elias, w.j. Functional assessment and quality of life in essential tremor with bilateral or unilateral dbs and focused ultrasound thalamotomy. Movement disorders: official journal of the movement disorder society. Summary: the purpose of this study is to compare functional outcomes and quality of life in essential tremor patients treated with either bilateral vim dbs or unilateral procedures (focused ultrasound or dbs). Reported event for the bilateral dbs cohort (n=57, 38 m/19 f, average age=63.5 years) 1 patient with bilateral dbs of the vim for et experienced a ¿hardware related¿ infection as of 12 months after implant. Follow-up to the article¿s corresponding author has been requested for patient/device info, event dates, actions/interventions, patient outcomes, and to clarify which patients currently unidentifiable patient events are related to. A supplemental report will be submitted if additional information is received.